Manufacturer narrative:
Failure analysis - the surgical pattie was not yet returned for evaluation but a photo was provided: the pattie/strip unit was inspected using the unaided eye. A brown ¿spot¿ was found on the pattie around the area of the green string. The spot was produced when the x-ray and string were welded to the cottonoid material. The complaint could be verified through failure analysis. The complaint was confirmed in the complaint investigation. Per the failure analyst, the 801407 patties are produced on automated machines. The cottonoid is formed from a rayon material. During processing, rayon material is broken down into small fibers. If the fibers are not properly broken down, a small cluster of fibers can result. This creates a thick spot in the pattie. When the string is ultrasonically welded on this spot it absorbs more energy than the rest of the pattie and results in a burn. Automated machines are used to produce 801407 patties. The patties are inspected by a computer vision inspection system that inspects the patties for defects. The burn marks are difficult to detect due to the type of color filters used on the camera lens. Currently the complaint issue does not represent an adverse trend, however the issue will continue to be monitored and trended through the complaint evaluation process. There is currently an open corrective action to investigate the patties/strips product family.

Event description:
A facility reported yellow stains in surgical patties ((B)(4)) when the scrub nurse opened the package during the surgery preparation. The product was stored in a 24 hours temperature controlled goods located on shelf in a medical consumable store in hospital. No patient contact/injury reported and the event did not led to surgical delay.